Event description:
According to the reporter, intra-operatively, there was a cuff leak. The patient was reintubated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.